Event description:
The patient reported that there is a feeling of dull pain around implant site. Patient says device does not lay flat as it use to, it kind of protrudes. Device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.